Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The explanted iol was returned to b+l for evaluation and subjected to visual inspection and diopter and resolution verification. The evaluation revealed no defects and the device was found to be within specifications and correctly labeled as a 16.0 d iol. (B) (4)

Event description:
The physician reports that a patient underwent cataract surgery with implantation of the crystalens in the right eye. Immediately postoperatively, the patient complained of altered color perception (blue vision) and blurry vision. The lens was exchanged for a 19.25 d crystalens in order to address the refractive error. The patient's altered color perception resolved once the iol was exchanged. Preoperatively, the patient's bcva was 20/20- with mr -0.75 sph. Postoperatively and prior to the lens exchange, the patient's bcva was 20/20- with +1.50 sph. Once the iol was exchanged for a higher diopter lens, the bcva was 20/20- with -0.25 -1.25 x 043.